Event description:
It was reported that during a procedure surgeon was using endopouch pro46. It was reported the the support arm broke off during the procedure. No patient consequences were reported.